Manufacturer narrative:
The field service engineer determined the cause of the event was one of the choke coils of the vacuum pump motor overheated. He replaced the vacuum pump unit. No root cause could be determined. It is possible that the choke coil overheated due to a short circuit in the vacuum pump motor. No injuries were reported. No patients were involved in event. Updated field, evaluation: results to reflect the cause of the event being a choke coil.

Event description:
The customer stated their analyzer had a burnt smell. The field service representative determined one inductor on the pump printed circuit board was burned. The field service representative replaced the vacuum pump. There was no allegation of any adverse affects to the customer due to this issue.